Event description:
It was reported that the patient experienced stimulation in the ribs due to the placement of the leads. There was no device malfunction. The leads and extensions were removed and new leads were placed more midline. The stimulation the patient had previously felt in the ribs resolved.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), lead model 377845, lot# v021264, implanted: 2007-(B)(6), explanted: 2011-(B)(6), lead model 377845, lot# v021264, implanted: 2007-(B)(6), explanted: 2011-(B)(6), extension model 3708120, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6), extension model 3708120, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6).